Event description:
It was reported that a very small chunk was taken out of the 19cm sp bayonet 1.5mm tip during sterile processing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that a very small chunk was taken out of the 19cm sp bayonet 1.5mm tip during sterile processing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
This report has been confirmed to be a duplicate of complaint (B)(4) and has been previously reported under MDR 0001811755-2013-03454.